Manufacturer narrative:
There were no samples available for review. Without the sample to review, a definite root cause cannot be established. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
PICC line was indwelling in patient. Clinician was flushing PICC line with syringe and PICC bursted. Do not know if a new PICC or piv was placed for completion of therapy. Date of event was not provided. Clinician did not save lot#